Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Memory review also confirmed that a reset was recorded approximately 10 days prior to the device replacement procedure, resulting in trend and logbook data being cleared; however, the cause of the reset could not be determined. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this pacemaker reported to the emergency room (ER) due to syncope. Asystole of approximately three seconds was noted during external monitoring. A request was made to determine the remaining battery capacity as it had previously been noted to be greater than five years. A review of the device data noted that historical data was not available due to the device experiencing a system reset. A fixed threshold output was programmed despite in-range historical trends. As this device had already exceeded its longevity estimates, and battery data was not available due to the resets, emergent replacement was recommended. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker reported to the emergency room (ER) due to syncope. Asystole of approximately three seconds was noted during external monitoring. A request was made to determine the remaining battery capacity as it had previously been noted to be greater than five years. A review of the device data noted that historical data was not available due to the device experiencing a system reset. A fixed threshold output was programmed despite in-range historical trends. As this device had already exceeded its longevity estimates, and battery data was not available due to the resets, emergent replacement was recommended. This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported.